Manufacturer narrative:
The device was returned due to erosion. As received, the device was returned above elective replacement indicator(eri). Final analysis did not identify any anomalies.

Event description:
It was reported that the patient presented to the hospital with bleeding and discharge on the implantable cardioverter defibrillator(ICD) implant site. Examination noted lead erosion at the surgical site. The ICD system was explanted on (B)(6) 2024. The patient was in stable condition.